Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapies seen in a merlin transmission in a stored vf episode due to ventricular oversensing of signals that appear to be from something external. Further information was requested however, was not provided.